Event description:
Endoclip applier used to clip vascular/duct of gallbladder. Endoclip applied and bowed in middle and was tight at the tip. Clip removed and another clip applied. Patient developed bile leak requiring ercp with stent.